Event description:
Received copy of customer's medwatch which states "pt has a PICC line inserted to left chest area...cubicin was hung and had infused about 6 minutes and... The pt's shirt was wet. The tubing had broken from end, leaving the pt's line open and bleeding. The port was clamped and cubicin stopped. Pharmacy was notified for new bag of cubicin... Pt was not hurt." No further pt/event info is currently available.

Manufacturer narrative:
(B)(4). Although customer medwatch stated the device was returned on (B)(4) 2013, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.